Manufacturer narrative:
Approximate age of device - 3 years, 10 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that there was a concern for a percutaneous lead (driveline) short. Log files were reviewed by the technical service representative confirming a pump stoppage event and multiple low speed operation events. A percutaneous lead (driveline) replacement has been requested. On (B)(6) 2019 the technical service representative performed a percutaneous lead (driveline) evaluation and replacement. Phase interrupter tests were performed and no open wires were found. The driveline replacement was performed approximately 3 inches from the exit site. All tests passed and after repair the lvad system was tethered to a grounded patient cable without issue.

Manufacturer narrative:
D4: serial number and UDI corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: although multiple pump stop events were confirmed via the submitted log files, the cause could not be conclusively determined during the evaluation of the returned driveline. The submitted log file captured multiple pump stop and low-speed events, as well as associated low flow events, on (B)(6) 2018 at 11:40 pm and 24dec2018 between 4:38 am and 4:39 am. All of the events occurred while the system was operating on the mpu. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. Beginning on 24dec2018 at 1:08 pm following the pump stop events, the pump appeared to function as intended until the end of the log file. The approximately 17.5" segment of driveline replaced by technical services was returned for evaluation. The silicone jacket, bionate, and metal braided shield demonstrated normal wear for their duration of use. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient is currently utilizing an ungrounded patient cable. The patient remains ongoing on (B)(4) and no additional complaints have been reported at this time. Multiple attempts for additional information were made and no further detail was provided. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on 07feb2019, the site requested a second ungrounded patient cable. This indicates that alarms have continued post repair. Additional information regarding this event was requested multiple times but not provided.

Event description:
Additional information was received which indicated that the vad coordinator requested an ungrounded patient cable.